Event description:
T was reported that this pacemaker system triggered a lead safety switch (lss) due to a low out of range right ventricular (rv) pacing impedance measurement of less than 200 ohms. Additionally, there were several false positive episodes of non-sustained ventricular tachycardia (nsvt) due to over-sensing and noise. The plan was to have this device and lead replaced soon. This device currently remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).